Event description:
The manufacturer received information regarding a dreamstation auto CPAP device with an allegation of "raven black filter" and black "pillow and filter mask." There is "no fireplace or candles in the room." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation auto CPAP device with an allegation of "raven black filter" and black "pillow and filter mask." There is "no fireplace or candles in the room." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found raven black filter. The pollen filter was replaced.